Event description:
It was reported that the pt underwent surgery for battery end of service. When the new generator was attached and interrogated, it was found that the lead had high impedance. No trauma or manipulation was reported. The lead was explanted and replaced at the time of surgery. Product has been requested, but has not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.